Event description:
It was reported that the patient performed a systrm controller exchange at home after experiencing a ten-second-long single tone alarm. The patient noted that their emergency backup battery (ebb) status was "charging" instead of "charged". The patient's batteries each had two bars at the time. Log files confirmed a driveline disconnect alarm on (B)(6) 2023 at 18:29:54 at the time of the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the emergency backup battery (ebb) was exchanged as a precaution. The alarms resolved after the controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ten-second single tone alarm was not confirmed. The provided log file contained data spanning approximately 4 days ((B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. No atypical events were observed throughout the data. The system controller (serial number (B)(6) ) was not returned for analysis and remains in use as the patient's backup controller. Per additional information, further alarms have not occurred since the controller exchange. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.